Event description:
During endoscopy the tip of the wilson-cook 6 shooter saeed multi-band ligator broke off during the procedure. The device was recovered by the physician but procedure was prolonged. No adverse event to pt.